Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger h3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they were trying to charge the ins and battery light on the recharger was flashing. Patient tried to connect using the recharger app and got a not found message. Patient said it was the smallest battery light that was flashing. Reviewed it sounded like the recharger needed to be charge. Patient said they charged the recharger and it shouldn't need to be charged. Patient put the recharger on the dock and the recharger started to charge. Patient is going to let recharger charge for a little bit and call back if needed. Patient charged the recharger for 45 minutes and called back with the same issue. Patient spoke with repair department and stated recharger and dock were not charging, charging lights continue to flash even when plugged into the dock. Replacement recharging equipment was sent. No symptoms reported.